Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) after several attempts. It was noted that the device was performing a software update which was also not completed. A request for technical support was needed. Technical services (ts) discussed performing a magnet reset and offered remote monitoring support. Technical services (ts) was waiting to be contacted for further troubleshooting and alerted the following healthcare professional about the risk of potential therapy coverage. Additional information noted that ts supported device interrogation attempts and four resets were performed in a row with no telemetry connection. After telemetry troubleshooting for potential interferences , ts suggested to compress telemetry pad on the device pocket in the center location of the device and keep compression to reduce distance from the device. In this condition it was possible to communicate with the device and complete a software update. Device had no episodes and new interrogation was also normal confirming no error codes. Patient has been dismissed from the hospital and provided with a remove monitoring system. Ts requested save to disk for further evaluation on device behavior and operation check with engineering. Engineering review of the device data noted that a device replacement was recommended according to physicians clinical needs. Engineering analysis confirmed that the firmware log file showed an excessive number of scan detects and connection issue related to the telemetry hardware that appeared to be functioning marginally. Engineering further noted that this telemetry issue will affect communications and there is a small chance that the malfunction could lead to premature battery depletion. The remote monitoring system may not work in the future due to this issue and device interrogation in hospital might present same intermittent telemetry issue showed during last session and potentially not be effective anymore. To date the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) after several attempts. It was noted that the device was performing a software update which was also not completed. A request for technical support was needed. Technical services (ts) discussed performing a magnet reset and offered remote monitoring support. Technical services (ts) was waiting to be contacted for further troubleshooting and alerted the following healthcare professional about the risk of potential therapy coverage. Additional information noted that ts supported device interrogation attempts and four resets were performed in a row with no telemetry connection. After telemetry troubleshooting for potential interferences. Ts suggested to compress telemetry pad on the device pocket in the center location of the device and keep compression to reduce distance from the device. In this condition it was possible to communicate with the device and complete a software update. Device had no episodes and new interrogation was also normal confirming no error codes. Patient has been dismissed from the hospital and provided with a remove monitoring system. Ts requested save to disk for further evaluation on device behavior and operation check with engineering. Engineering review of the device data noted that a device replacement was recommended. Engineering analysis confirmed that the firmware log file showed an excessive number of scan detects and connection issue related to the telemetry hardware that appeared to be functioning marginally. Engineering further noted that this telemetry issue will affect communications and there is a small chance that the malfunction could lead to premature battery depletion. The remote monitoring system may not work in the future due to this issue and device interrogation in hospital might present same intermittent telemetry issue showed during last session and potentially not be effective anymore. Additional engineering review of the most recent data confirmed that the sicd continued to have marginal telemetry performance and battery voltage was normal at this time. Additional information noted that the device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) after several attempts. It was noted that the device was performing a software update which was also not completed. A request for technical support was needed. Technical services (ts) discussed performing a magnet reset and offered remote monitoring support. Technical services (ts) was waiting to be contacted for further troubleshooting and alerted the following healthcare professional about the risk of potential therapy coverage. Additional information noted that ts supported device interrogation attempts and four resets were performed in a row with no telemetry connection. After telemetry troubleshooting for potential interferences , ts suggested to compress telemetry pad on the device pocket in the center location of the device and keep compression to reduce distance from the device. In this condition it was possible to communicate with the device and complete a software update. Device had no episodes and new interrogation was also normal confirming no error codes. Patient has been dismissed from the hospital and provided with a remove monitoring system. Ts requested save to disk for further evaluation on device behavior and operation check with engineering. Engineering review of the device data noted that a device replacement was recommended according to physicians clinical needs. Engineering analysis confirmed that the firmware log file showed an excessive number of scan detects and connection issue related to the telemetry hardware that appeared to be functioning marginally. Engineering further noted that this telemetry issue will affect communications and there is a small chance that the malfunction could lead to premature battery depletion. The remote monitoring system may not work in the future due to this issue and device interrogation in hospital might present same intermittent telemetry issue showed during last session and potentially not be effective anymore. Additional engineering review of the most recent data confirmed that the sicd continued to have marginal telemetry performance and battery voltage was normal at this time. To date the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) after several attempts. It was noted that the device was performing a software update which was also not completed. A request for technical support was needed. Technical services (ts) discussed performing a magnet reset and offered remote monitoring support. Technical services (ts) was waiting to be contacted for further troubleshooting and alerted the following healthcare professional about the risk of potential therapy coverage. Additional information noted that ts supported device interrogation attempts and four resets were performed in a row with no telemetry connection. After telemetry troubleshooting for potential interferences. Ts suggested to compress telemetry pad on the device pocket in the center location of the device and keep compression to reduce distance from the device. In this condition it was possible to communicate with the device and complete a software update. Device had no episodes and new interrogation was also normal confirming no error codes. Patient has been dismissed from the hospital and provided with a remove monitoring system. Ts requested save to disk for further evaluation on device behavior and operation check with engineering. Engineering review of the device data noted that a device replacement was recommended. Engineering analysis confirmed that the firmware log file showed an excessive number of scan detects and connection issue related to the telemetry hardware that appeared to be functioning marginally. Engineering further noted that this telemetry issue will affect communications and there is a small chance that the malfunction could lead to premature battery depletion. The remote monitoring system may not work in the future due to this issue and device interrogation in hospital might present same intermittent telemetry issue showed during last session and potentially not be effective anymore. Additional engineering review of the most recent data confirmed that the sicd continued to have marginal telemetry performance and battery voltage was normal at this time. Additional information noted that the device was explanted and replaced. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue.